Event description:
It was reported to boston scientific corporation that an exalt model b single-use bronchoscope, large was used in a bronchoscopy on (B)(6)2022. During the procedure, visualization to the exalt b monitor was lost and could not be regained. The physician then removed the scope from the patient and switched to another exalt model b single-use bronchoscope, large. The procedure was completed with no patient complications.

Manufacturer narrative:
(B)(4) the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h10: visual inspection of the device was conducted. No damage was noted to the umbilicus, handle, shaft, or tip. The handle was opened to visually inspect the internal components. No issues were observed inside the handle, procedural residue was found outside the suction assembly. X-ray inspection of the device was conducted to inspect electronics. No issues were observed with the camera wire, solder, or electrical components in the device umbilicus, handle, or shaft. It was noted that an light-emitting diode (led) conductor was fractured in the tip. Electrical testing was conducted at the umbilicus hirose connector. Continuity between pins 1-2 did not turn the led on, and pins 1-3 successfully did turn the led on. Resistance was measured between pins 5-6 to be 510 ohms. Resistance was measured between pins 4-6 to be 512 ohms. Resistance was measured between pins 6-7 to be 513 ohms. An image test was conducted by connecting the umbilicus to a monitor. A live, clear image was displayed. The device was articulated using the handle knob and no change to the live image was observed. Tension was applied to the umbilicus connector and it remained firmly seated in the monitor, and no change to the live image was observed. The device log was downloaded from the monitor. It was confirmed that the scope was used for 54 minutes on (B)(6) 2022. The reported event was not confirmed. Product analysis was unable to replicate the failure or identify any issue that could have caused or contributed the reported event; no probable cause could be identified. In addition to potential device issues, factors external to the returned device, such as issues with the customer setup, could have contributed to the reported event. Based on all gathered information, the conclusion code selected for this event is no problem detected, which indicates that the event could not be confirmed after analysis of the returned device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an exalt model b single-use bronchoscope, large was used in a bronchoscopy on (B)(6) 2022. During the procedure, visualization to the exalt b monitor was lost and could not be regained. The physician then removed the scope from the patient and switched to another exalt model b single-use bronchoscope, large. The procedure was completed with no patient complications.